Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 device was observed leaking at the blue winged cap during storage. According to the report, the device was filled with 90mg of pamidronate in 250 ml sodium chloride. The problem was noted prior to product use; there was no patient involvement. This is report 1 of 10 with the same reported problem from this facility. This is report 9 of 10 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "leaking intermate" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.